Event description:
Patient called baxter customer service center for assistance due to bypassed drain and feels overfilled. Patient complained of having trouble breathing. Baxter representative instructed the patient to drain with a manual bag and contact the hospital immediately.